Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3 deployment system. When the ipsilateral leg of trunk-ipsilateral leg endoprosthesis was deployed, the left internal iliac artery was unintentional covered by the ipsilateral leg. No additional treatment was performed. The procedure was concluded. The physician stated that the ipsilateral leg was deployed without angiography.

Manufacturer narrative:
(B)(4).